Manufacturer narrative:
Analysis found that visually the blue electrode wire had punctured the lumen and the cuff that resulted in the reported event. A syringe was used to inflate the device with air and leaked out immediately. There was a secondary puncture in the cuff within close proximity to the other. The blue electrode wire was bent at the blue band and on the proximal side of the cuff. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the device was used for neurological monitoring tracheal intubation before thyroidectomy operation. After the intubation, the airbag was not filled, the air bag was judged to leak and pulled out immediately. After the examination, the interface of trachea cannula gasbag could not be ejected and the air bag was punctured. In order not to affect the operation process, the hcp replaced the device in time to ensure the smooth operation. There was no patient symptoms or complications associated with this event and there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that there was no delay in the operation, the device was replaced in time, and the operation was per formed normally.